Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and failure mode and effects analysis. The DHR (device history review) for sterrad 50 system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 50 did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 50 found there is not a significant trend. The fmea (failure mode and effects analysis) relating to haze / oil mist issues is considered low risk. There was no oil mist detected during testing of the returned component. The reason for the component return could not be confirmed. The root cause could not be determined.

Event description:
The customer reported that there was a haze coming from their sterad 50 during a cycle. The vaporizer plate was clean and there were no cancellation notifications received. There were no human reactions reported due to this event. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
An asp fse assessed the unit onsite. The system was operational upon arrival. The customer reported that they could see a mist in the air when the sterilizer was in operation. However, the fse was unable to duplicate or verify that there was oil mist coming from the system. He replaced the oil mist filter element as a precaution. He ran a test cycle and the system meets manufacturing specifications.